Event description:
Harmonic ace laparoscopic shears ref# harh45 malfunctioned during laparoscopic total hysterectomy procedure, broken tip on the harmonic shears was noticed and device was removed from surgical field, including the broken tip piece.